Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was unknown. Customer also reported crack on the top right screen to down the insulin pump, had rejected new batteries, had to prime or rewind more than once, had received false or unexplained no delivery alarms. The device will not be returned for analysis.